Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatch to the customer site found that when patient pump b is turned on, an error ee20 pops up on patient side of the display. After trouble shooting, it was found b pump not running. The patient b pump and distribution board were replaced. Functional tests were successfully completed and the unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar events have been reported. Based on the collected facts and considering the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event can be traced back to a corroded patient pump, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed error indicating patient pump 2 is not working (ee20) during set up they have been able to clear it and patient 1 works fine and cp pumps work properly. The issue occurs only when activating patient 2 side. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states of america. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.